Manufacturer narrative:
Unit in question was examined, but we were unable to reach customer to determine if something beyond a component failure occurred.

Event description:
Per customer email : "I ordered one of your electric toothbrush & water flosser combo, sf 02 through (B)(6) on (B)(6) 2020; (B)(6) received it and have used it since it arrived with no issues, until yesterday, when the unit caused an electrical circuit to burn out in my bathroom! The plug on the unit is toast (melted) and I had to have the entire bathroom circuit replaced, please advise me how I can return the waterpik for a replacement." Customer provided images demonstrating scorched electrical outlet cover plate and fusion plug/prong. Customer service provided replacement and return label at time of interaction. Customer service called customer seeking specific details about events leading up to failure; "is there a possibility something in the bathroom (hand towel, cord from another electric appliance) made contact with the blade of the plug while the device was being plugged in?"-type questions. Cs received no response from customer until october in the form of the arrival of the requested returned product. Several follow-up phone and email requests issued with no response to date, customer makes no mention of compensation for damaged property in prior correspondences or any mention of specific injuries.